Event description:
It was reported that continuous glucose monitor displayed malfunction message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset monitor did not display malfunction message again, with no additional actions required.